Event description:
This report is to advise of a failure event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in one piece. A failure event was observed during analysis. Final analysis found internal insulation abrasion that breached the inner coil lumen and ring electrode lumen and abraded though, which separated the ring electrode cable at the s-curve region. Electrical testing found an open circuit due to a broken ring electrode cable from internal lead abrasion. No further anomalies were found.